Event description:
The customer reported that the system was unable to perform fluoroscopy x-ray. There was no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier needs to be replaced. The reported issue is currently under investigation.